Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Case description continued: intravascular ultrasound (ivus) performed at the distal edge of the stent showed stent malapposition of the mid to proximal area and showed some extravasation into the adventitia (dissection) but not into the pericardium. Malapposition was treated via post-dilatation with an unspecified 3.25x15 balloon. Angiographic images showed again a contained dissection with no extravasation. The patient was hemodynamically stable with activated clotting time over 400. A 2.75x23 xience stent was then deployed in the mid right coronary artery without issue. The procedure was concluded and the patient was transferred in stable hemodynamic and neurological condition to a holding room. The patient was then given 600mg clopidogrel anti-clotting medication for an unspecified reason then was given 50 mcg nitroglycerin for hypertension that occurred toward the end of the procedure. The patient then experienced hypotension and pulseless electrical activity (pea), ventricular fibrillation, ventricular tachycardia, then sinus tachychardia. Chest compressions (cardiopulmonary resuscitation (CPR)) and epinephrine were administered, transiently restoring heart rate pulse and blood pressure; and intubation by anesthesia restored patient neurologically. A bedside echocardiogram confirmed pericardial effusion and tamponade, but was not likely the etiology for the cardiac arrest. Pericardiocentesis was still performed with 250cc blood removed, resulting in improved hemodynamics. Two units of blood were transfused. A few hours later, patient required additional CPR. Significant extravasation was noted in the proximal lad. A 4.0x19 rx graftmaster covered stent was advanced and deployed without issue at 18 atmospheres, but the perforation did not seal and bleeding continued despite graftmaster implantation and despite an attempt to tamponade the bleeding with an unspecified balloon. Reportedly, while it is unknown why the graftmaster did not seal the perforation, the perforation was discovered to be larger than initially anticipated/ visualized angiographically. The patient was emergently transferred for open heart surgery for attempted repair and salvage of the vessel. Upon opening the chest, large amount of blood and hematoma were found; evacuation relieved tamponade. A hematoma was then identified at the lad; upon removal of the lad hematoma, torrential bleeding began. The defect (perforation) was noted to be along the entire proximal lad, spiraling circumferentially. Several sutures were placed, decreasing the bleeding, however, bleeding continued with no other way to treat it. The patient expired (B)(6) 2016 at 05:15am, due to the perforation. Reportedly, use of the graftmaster did not cause or contribute to a clinically significant delay and, in the opinion of the physician, the graftmaster did not cause or contribute to patient death. No additional information was provided. Concomitant medical products: guide wire: fielder fc 300 cm; guide catheter: ebu3.5 6fr; other: heart pump: impella; vessel closure: perclose; stent: 2.75x23 xience. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 4.0x19 rx graftmaster device referenced is filed under a separate manufacturing report number 2024168-2016-05604.

Event description:
It was reported that on (B)(6) 2016, pre-procedure, a non-abbott heart pump was put in place to support cardiac output due to multiple comorbidities and multi-vessel coronary artery disease for the patient. As the patient also presented with transient bradycardia, temporary pacemaker wires were also placed as a precaution. With a 6fr non-abbott guide catheter and a fielder fc 300cm guide wire in place, atherectomy was performed in the proximal left anterior descending (lad) coronary artery, using a non-abbott atherectomy device. An attempt was then made to advance a 2.5x38 xience stent to the lesion, but it failed to cross. The xience was withdrawn, additional dilatation was performed, then the same xience was re-inserted but was still unable to cross through the proximal lad; thus, the xience was withdrawn again. Additional atherectomy was performed at a higher speed when angiography suggested dye extravasation, but no perforation. The 2.5x38 xience stent was then successfully re-advanced and deployed at 11 atmospheres for 46 seconds in the proximal to mid lad.

Manufacturer narrative:
(B)(4). Case description: malapposition was treated via post-dilatation with an unspecified 3.25x15 balloon. Angiographic images showed again a contained dissection with no extravasation. The patient was hemodynamically stable with activated clotting time over 400. A 2.75x23 xience stent was then deployed in the mid right coronary artery without issue. The procedure was concluded and the patient was transferred in stable hemodynamic and neurological condition to a holding room. The patient was then given 600mg clopidogrel anti-clotting medication for an unspecified reason then was given 50 mcg nitroglycerin for hypertension that occurred toward the end of the procedure. The patient then experienced hypotension and pulseless electrical activity (pea), ventricular fibrillation, ventricular tachycardia, then sinus tachycardia. Chest compressions (cardiopulmonary resuscitation (CPR)) and epinephrine were administered, transiently restoring heart rate pulse and blood pressure; and intubation by anesthesia restored patient neurologically. A bedside echocardiogram confirmed pericardial effusion and tamponade, but was not likely the etiology for the cardiac arrest. Pericardiocentesis was still performed with 250cc blood removed, resulting in improved hemodynamics. Two units of blood were transfused. A few hours later, patient required additional CPR. Significant extravasation was noted in the proximal lad. A 4.0x19 rx graftmaster covered stent was advanced and deployed without issue at 18 atmospheres, but the perforation did not seal and bleeding continued despite graftmaster implantation and despite an attempt to tamponade the bleeding with an unspecified balloon. Reportedly, while it is unknown why the graftmaster did not seal the perforation, the perforation was discovered to be larger than initially anticipated/ visualized angiographically. The patient was emergently transferred for open heart surgery for attempted repair and salvage of the vessel. Upon opening the chest, large amount of blood and hematoma were found; evacuation relieved tamponade. A hematoma was then identified at the lad; upon removal of the lad hematoma, torrential bleeding began. The defect (perforation) was noted to be along the entire proximal lad, spiraling circumferentially. Several sutures were placed, decreasing the bleeding, however, bleeding continued with no other way to treat it. The patient expired 08/02/2016 at 05:15am, due to the perforation. Reportedly, use of the graftmaster did not cause or contribute to a clinically significant delay and, in the opinion of the physician, the graftmaster did not cause or contribute to patient death. No additional information was provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of dissection, death, hematoma, hemorrhage, hypertension, hypotension, ischemia, perforation, ventricular fibrillation, ventricular tachycardia, and cardiac tamponade are known observed and potential patient effects as listed in the xience instructions for use (IFU). The investigation was unable to determine a conclusive cause for the reported patient effects; however, the physical resistance, difficulty deploying the stent, and treatments appear to be related to circumstances of the procedure. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded while the graftmaster stent was not able to stem the extravasation it does not appear to have been used incorrectly. The size selection for the graftmaster, such that it closely matches the deployed xience stent diameter of 3.25 mm, was not done. This mismatch, while not the cause of the extravasation or dissection, does appear to have placed the graftmaster stent in the position to be unable to adequately treat the acute situation. It should be noted the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information was received from the site on 08/30/2016, resulting in the following revised description of event: it was reported that on (B)(6) 2016, pre-procedure, a non-abbott heart pump was put in place to support cardiac output due to multiple comorbidities and multi-vessel coronary artery disease for the patient. As the patient also presented with transient bradycardia, temporary pacemaker wires were also placed as a precaution. With a 6fr non-abbott guide catheter and a fielder fc 300cm guide wire in place, atherectomy was performed in the proximal left anterior descending (lad) coronary artery, using a non-abbott atherectomy device. An attempt was then made to advance a 2.5x38 xience stent to the lesion, but it failed to cross. The xience was withdrawn, additional dilatation was performed, then the same xience was re-inserted but was still unable to cross through the proximal lad; thus, the xience was withdrawn again. Additional atherectomy was performed at a higher speed when angiography suggested dye extravasation, but no perforation. The 2.5x38 xience stent was then successfully re-advanced and deployed at 11 atmospheres for 46 seconds in the proximal to mid lad. Intravascular ultrasound (ivus) performed at the distal edge of the stent showed stent malapposition of the mid to proximal area and showed some extravasation into the adventitia (dissection) but not into the pericardium.